Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture on the left ventricular (lv) lead was noted. Diagnostic imaging was performed which revealed the lv lead was dislodged. The lv lead was revised and the patient was in stable condition.